Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, the cs300 intra aortic balloon pump (iabp) keyboard was nonfunctional. There was no patient involvement